Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin printer had failed to work. A technical support specialist guided the customer with knowledge article of¿ zebra printer no longer printing¿. A technical support specialist called the customer, mentioned that the issue was resolved, and agreed to proceed with closing the case. The system functioned as intended after customer resolved the issue, the customer did not indicate how the printer problem was fixed, the only supplied was "that issue resolved " e.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary insulin printer was not working. The customer reported that users were unable to remove medications. There was a delay in patient care. There were no adverse events or injuries reported based on this incident.